Event description:
On 2/1/92 at 6:30 a.m., a patient in the csicu was on balloon assist with a datascope intra aortic balloon pump when suddenly the balloon would no longer trigger. The perfusionist responded and noted blood in the balloon catheter line to the console chamber. The surgeon was notified, he percutaneously removed and replaced the balloon catheter. The console was changed out by the perfusionist and successful ballooning was resumed at 7:30 a.m. At 12:15 p.m., the perfusionist again noted blood in the catheter line and that the console turned off. The surgeon percutaneously removed and replaced the balloon catheter and successful balllooning was resumed at 12:30 p.m. The device inserted at that time was functioning appropriately as of 2/4/92.the devices were turned over to the manufacturer's representative on 2/3/92 for testing and analysisdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: balloon. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.